Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(6) 2013. A medtronic representative, following-up at the site, reported testing the instruments with the emitter at one angle and all verified correctly. Rmas issued for emitter and ostium seeker, straight suction and 70-degrees suction. Replacement field generator, ostium seeker, 70-degree suction and straight suction were shipped to site on (B)(4) 2012. - medtronic investigation of returned suspect field generator finds the cable was ran in navigation mode for 4 hours with no trouble found. All coils reported green status during the entire test time. The tca passed the peg board test with an error of 1.843mm. Field generator is fully functional - no fault found. - medtronic investigation of returned suspect ostium seeker finds the tool passes verification in the ent software with an error of .6mm. Device is fully functional - no fault found. - medtronic investigation of returned suspect 70-degrees suction finds the tool passed verification in ent software with an error of .9mm. Device is fully functional - no fault found. - medtronic software investigation finds the software functioning as designed. No fault found. - medtronic investigation of returned suspect straight suction confirmed the tool would not verify; failing registration with an error of 2.5mm. Physical damage, bent probe tip, directly caused the event. Medtronic investigation of returned suspect ostium seeker finds the tool passes verification in the ent software with an error of .6mm. Device is fully functional - no fault found.

Event description:
A medtronic ent representative reported that mid-way through an ent procedure using the straight suction, ostium seeker and the 70-degrees suction would not register properly, all were 2.5mm from the divot. In trouble-shooting, the patient tracker and instrument tracker were changed and the system was turned off and registered - all of which did not resolve the issue. The registration probe registered properly and there was no interference found when checked. Tracking details showed green status. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.